Manufacturer narrative:
FDA method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
While visiting mercy health center on (B)(6), 2011, and meeting with dr. (B)(6), it was reported that he had experienced a case of an exxcel soft tearing. Add'l details of this event have not been reported at this time, but are being requested.